Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was dropped causing limited adjustment of the tidal volume. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: additional information- device issue did not involve a patient. Added to section b5. Device evaluation- the device was returned for evaluation. The examination of the device showed housing was cracked. Testing was performed and this showed the manometer was not within specification and the tidal volume knob was stuck. Further examination showed a component (shim) had shifted and jammed the tidal volume switch. This component was likely dislodged and stuck in this position as a result of drop damage.

Event description:
Reported issue did not occur during use with patient.